Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v008363, implanted: (B)(6) 2006, explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's ins was removed as the ins was defective. There were no patient symptoms reported with the issue. There were no further complication reported or anticipated.

Event description:
Device analysis. See device manufacture section.

Manufacturer narrative:
Fdd updated to match new formatting. Analysis information: 2018-06-26 07:52:23. Cst pli# 10 product ID# 3058. Below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned lead. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Analysis information: 2018-06-26 07:53:57. Cst pli# 20. Product ID# 3889-28. Below is unedited, system generated text based on the analysis finding code(s) and test results. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool the ins output was tested at the cut end of the returned lead and good stable output was observed on all electrode pairs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.